Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 225mg/dl at the time of incident. Customer stated that the insulin pump up button is not responding. The customer states having issues with no delivery and was assisted with trouble shoot and pump did not ext the rewind and complete the fill process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Unable to confirm prime/fill anomaly, excessive no delivery alarm and unable to perform any tests due to button unresponsive.